Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2067 radio frequency programmer head. (B)(4).

Event description:
It was reported that at start-up the programmer generated an error code and had to be replaced with another programmer. It was further reported that the radio frequency programmer head did not work. The programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the programmer powered up with an error. A printed circuit board assembly was found out of electrical specification. Analysis also found the system fan is intermittently noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.